Event description:
The bovie would light up as if in use even when the footpedal was not activated. The lights, cut, coagulate, aem monitor would all light up spontaneously. It also made an alarm noise and an alarm indicator light on the aem lit up, but not the bovie pad alarm.